Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers h11d21096 and h11c21023 with no defects noted related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information from a nurse in the USA of diarrhea and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized for peritonitis on (B)(6) 2011. The consumer stated that the cause of the peritonitis was possible contamination from the hospital. The nurse reported that the cause of the peritonitis was unknown, but the patient was having a lot of diarrhea. Treatment rendered for the events was not reported. The patient was discharged on (B)(6) 2011. He was recovering from the peritonitis. Dianeal pd4 ambuflex therapy was ongoing. The outcome for the event of diarrhea was not reported. The nurse reported that the peritonitis was unrelated to dianeal pd4 ambuflex therapy and did not comment on the diarrhea.